Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg became inoperable after an unrelated foot surgery. Postoperatively, the patient controller displayed an 'generator unavailable' error message while troubleshooting the issue. Further system evaluation is scheduled to address the issue and determine the next course of action.

Event description:
Follow-up identified the ipg was fully functional and device troubleshooting resolved the issue.

Manufacturer narrative:
Corrected data: please disregard previously submitted data. This issue was initially submitted: the device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. Due to further device investigation, the issue was confirmed not related to the advisory notice number 1627487/09/12/2017/001-c.